Manufacturer narrative:
Product complaint # pc-(B)(4). The actual sample was received for analysis. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/ excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: was it difficult to break the ampoule => no it wasn't. Was the ampoule crushed repeatedly? => no information. Did the glass penetrate the user¿s skin? => yes. What was done to treat the shard penetration? => no information. Was medical or surgical intervention required? => no information. What is the status of the surgeon injury today? => no information. No further information will be provided.

Event description:
It was reported that a patient underwent an artificial joint surgery on (B)(6) 2018 and topical skin adhesive was used. During the surgery, when the surgeon grasped the applicator strongly to use up all the adhesive fluid, a piece of the glass ampoule protruded from the applicator. The surgeon got hurt on the protruded glass piece. The surgeon commented that the event was caused by his mistake. There were no adverse consequences to the patient. Additional information has been requested.